Event description:
It was reported that following an epidural injection the pt experienced a lack of therapeutic effect. Additionally, it was reported that the pt experienced high impedances (>4000). Add'l info has been requested from the hcp. But was not available as of the date of this report.

Manufacturer narrative:
(B) (4)